Event description:
It was reported to nova biomedical that a consumer's spouse tested for him, because he felt too low to test himself. The first test they received a result of 11 mmol/dl (199 mg/dl) on their blood glucose meter. The consumer immediately performed another test using the same meter and strips getting a result of 6.8 mmol/dl (123 mg/dl). The consumer stated, he was much lower than what his blood glucose meter to be reading. The consumer's spouse called the ambulance. Before the emts arrived, the consumer's spouse gave her husband a glass of juice to drink. When the emts arrived, they tested the consumer on their glucose meter getting a result of 4 mmol/dl (72 mg/dl). The difference in the readings was determined to be clinically significant. The meter in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.